Event description:
It was stated that the customer accidentally pushed on the reservoir plunger while she was connected to the infusion set. It was stated that the customer received about twenty to thirty units of insulin and was taken to the hosp for treatment. The reported low blood glucose reading was 52 mg/dl and after treatment it was stable at 91 mg/dl.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.